Manufacturer narrative:
Concomitant medical products: intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customers reported complaint. Failure analysis found bent grip tips, causing side to side misalignment of the grips. The instrument was placed on the in-house system and the clip test was performed. The clip successfully loaded but due to the misalignment of the grips, was unable to attach to the tubing and failed testing. The root cause of bent instrument grips-tips is typically attributed to mishandling and misuse. A review of the instrument log for the medium-large clip applier (470327-12/n10190220 0125) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6)2022 using system (B)(4). Instrument has 13 uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test with the finding of a misalignment of the grips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the medium-large clip applier instrument was unable to grip tightly. There was no report of patient involvement.